Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use it was reported that patient wanted to get their implantable neurostimulator (ins) checked. After remodeling the implantable neurostimulator (ins) ns with the technique at the hospital, however the problem persists of urination. The patient programmer gives patient anomalous images and do not correspond like how it did the day when the technique set it up. Patient was having issues with therapy as they were not being able to urinate as expected. As reported, patient sees the synch to ins and program not selected screens on the patient programmer. Patient has followed urologist advice to make catheters but get poor results. The urination is scarce, complicated and annoying. During call, the therapy seemed to be off. Tried to turn on stimulation, synching patient programmer with ins but it wouldn't work. They also reset device 3 times but still same issue. The new handset patient programmer was ordered. On (B)(6) 2025, patient received the new handset patient programmer. It was advised patient should see healthcare professional (hcp). Patient has the check at the spinal unit on (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.